Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a revision spinal fusion (th10, 11, 12, l2, 3, and 4,) for burst fracture on an unknown date 22 days after the primary surgery. The reason for revision surgery is as described in (B)(4). 10 days after this second surgery, the patient was able to walk and stand on parallel bars but had mild back pain and slight weakness in the lower extremities. Then, 44 days after the second surgery, a third surgery was performed. In the third surgery, the intervertebral disc between th12and l1 was resected and a partial resection of the l1 vertebral body was performed. The 11th rib was resected and used as a bone graft. The surgery was completed successfully without any surgical delay. This (B)(4) and (B)(4) are related. (B)(4):about poor fusion stability after the primary surgery with uss (spn). (B)(4):about the back pain and the lower extremities after the 2nd surgery with expedium (spd). This is report 2 of 2 for (B)(4). This report is for unk - rods: expedium.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.